Event description:
It was reported to boston scientific corporation that a wallstent rx biliary endoprostheses was intended to be implanted within the biliary duct of cancer patient on (B)(6) 2010. According to the complainant, the patient's anatomy was not tortuous; however, the stricture site was dilated prior to stent implantation. The stenosis was reported to be 1-2 centimeters located at the head of the pancreas. During the endoscopic retrograde cholangiopancreatography procedure when the stent was attempted to be deployed, the distal tip of the delivery system detached into the patient. As a result of the tip detachment, the stent was unable to be deployed. The device was removed from the patient without issue. Using a snare, the physician successfully retrieved the tip of the device from the patient. The procedure was completed with another wallstent rx biliary endoprostheses. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be stable.

Manufacturer narrative:
(B)(4) - medical intervention required. The device has not been received for analysis; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallstent rx biliary endoprostheses was intended to be implanted within the biliary duct of cancer patient on (B)(6) 2010. According to the complainant, the patient's anatomy was not tortuous; however the stricture site was dilated prior to stent implantation. The stenosis was reported to be 1-2 centimeters located at the head of the pancreas. During the endoscopic retrograde cholangiopancreatography procedure when the stent was attempted to be deployed, the distal tip of the delivery system detached into the patient. As a result of the tip detachment, the stent was unable to be deployed. The device was removed from the patient without issue. Using a snare, the physician successfully retrieved the tip of the device from the patient. The procedure was completed with another wallstent rx biliary endoprostheses. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the returned device found that the stent was fully mounted and the tip was attached to the device. It was noted that the t-bar connector had detached from the outer sheath. The fillet of glue was attached to the t-bar connector as required. No other issues were noted with the profile of the device. During functional analysis it was possible to retract the outer sheath by hand and fully deploy the stent without issue. Examination of the deployed stent found that the wires were uncrossed at one end. No other issues were noted. Device analysis determined that the condition of the returned device was not consistent with the complaint incident. The tip was attached to the device, however, it was noted that the t-bar connector had detached from the outer sheath, which is consistent with excessive tensile force having been applied to the shaft. Therefore based on the condition of the returned device the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.